Manufacturer narrative:
The phacoemulsification machine was examined and tested by an amo field service specialist (fss). The fss found no issues with the operation of the phacoemulsification machine. In addition, the fss provided surgery support. The fss performed a field service checklist. The system was verified for all modes of operations and calibrations. The system met amo specifications. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). (B)(6). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported cornea edema after a cataract procedure with an amo compact phacoemulsification unit. A brief description from the surgery center indicated the lens immersed in the vitreous chamber. The patient is with high decompensated pressure that preventing the procedure of lens removal and secondary implant. There was loss of more the two lines of vision.